Event description:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that a tibial insert impactor tip had broken at the point where the tip connects to the impactor handle.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that a tibial insert impactor tip had broken at the point where the tip connects to the impactor handle. There is no indication that a surgery was adversely impacted. Review of inspection records for the affected lot of material indicates that the device was manufactured to specification.